Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device was having issues programming. It is unknown if there was no patient, or clinician injury associated with this event.

Manufacturer narrative:
Other, other text: additional information: a1, h6, h10: information was received indicating that there was no patient involvement in this event.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. The customer stated problem was not duplicated. No fault was found with the device, the pump operated normally. The cause of the reported problem could not be determined. A DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.